Manufacturer narrative:
Complaint conclusion: an attempt was made to use a saber rx balloon catheter (5mm x 15cm x 155cm) for an endovascular treatment; however, a saline leak was noted from the middle part of the shaft during an attempted inflation. The balloon would not inflate. The lesion was the superficial femoral artery. The device was replaced with a new, unknown balloon catheter to successfully complete the procedure. There was no patient injury reported. The product was not returned for analysis. A product history record (phr) review of lot 17614413 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body shaft - leakage¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. According to the safety information in the instructions for use ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ according to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, an attempt was made to use a saber balloon catheter (rx5mm15cm155) for an endovascular treatment, however, a saline leak was noted from the middle part of the shaft during an attempted inflation. The balloon would not inflate. The device was replaced with a new, unknown balloon catheter to successfully complete the procedure. The lesion was the superficial femoral artery. There was no patient injury reported. The device has been discarded by mistake, so will not be returned for analysis.